Event description:
It was reported that 5 bd ultra-fine¿ needle hubs separated from their insulin syringes and leaked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the customer complained that 5 pcs of syringe are found broken."

Manufacturer narrative:
H6: investigation summary: customer returned (6) loose 1/2cc syringes. Customer states that the syringes are broken. All returned syringes were examined and 5 out of 6 samples exhibited a broken barrel tip. A review of the device history record was completed for batch# 0258236. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure (broken barrel tip). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd ultra-fine¿ needle hubs separated from their insulin syringes and leaked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the customer complained that 5 pcs of syringe are found broken".